Event description:
A doctor reported that two patients presented anterior capsular fibrosis after intraocular lens (iol) implant. In one of the patients, the anterior chamber shriveled completely until the center causing the capsulorhexis to completely disappear. A yag anterior capsule was scheduled for the patient. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this facility. This report is for the second patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. Additional information has been requested but not received to date. (B)(4).